Manufacturer narrative:
The report received from the affiliate indicated that the hub on a 4f jr4 infiniti catheter was broken before use on the patient. It was replaced with another device to complete the procedure. There was no adverse event reported. There were no anomalies noted when taken out of the package. The device was pulled out of the package by the hub, no anomalies were noted. The broken hub was noted when flushing the device. The device cracked but remained attached to the catheter. The device was not resterilized. The device was prepped following the instructions for use. The catheter was not connected to an indeflator device because during prep the crack on the hub was noted. The device was not used in the patient. The procedure was completed with another catheter. One non-sterile unit of cath f4 inf jr 4 100cm was received coiled inside a plastic. The catheter hub was cracked and a piece of it was loose. No other anomalies were observed on the received unit. The unit was sent to perform sem analysis to identify the cause of hub cracked condition. The following results were reported. Sem results showed that the crack passed through the thickness of the hub. Transversal view of the fractured section of the hub showed a pattern that shows a plastic deformation commonly found on tensile fractured surfaces. No other anomalies were found during sem analysis. Review of lot 17526925 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.  The reported event by the customer as ¿luer hub catheter - cracked - during prep¿ was confirmed due to the condition in which the product was received. The exact cause of this event could not be conclusively determined. Procedural factors, as evidenced by plastic deformation, may have contributed to the event as reported. According to the product instructions for use, users are cautioned to prevent kinking of 5f (1.65 mm) and smaller angiographic catheters, and specifically the 4f (1.35 mm) infiniti pigtail catheters: straighten the pigtail catheter tip only with a diagnostic guidewire or, if applicable, with a tip straightener. Do not straighten by hand. Use a guidewire when introducing the catheter through the catheter sheath introducer (csi) and into the left ventricle. Treat all 4f (1.35 mm) catheters and smaller french sizes with ultimate care. The performance of these products may be impaired if not properly and cautiously handled during unpacking and preparation. The product analysis results and device history record review results do not suggest that this event is related to the manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
The device was returned but the engineering report is pending.  A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated the hub on a 4f jr4 infiniti catheter was broken before use on the patient. It was replaced with another device to complete the procedure. There was no adverse event and the device will be returned for analysis.  The broken hub was noted when flushing the device.  The device cracked but remained attached to catheter.  There were no anomalies noted when taken out of the package.  The device was not resterilized.  The device was pulled out of the package by the hub, no anomalies were noted.  The device prepped following IFU instructions.  The catheter was not connected to an indeflator device because during prep the crack on the hub was noted. The device was not used in the patient.  The procedure was completed with another catheter.